Event description:
Customer reported a hospitalization due to severely high blood glucose. The blood glucose reading was 808 mg/dl. Customer stated that she had eaten supper and realized that the blood glucose was going very high and does not remember the outcome of the call for paramedics. She was wearing the insulin pump at the time of the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.